Event description:
It was reported a patient experienced peritonitis manifested by cloudy effluent and cramping coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The next day, the patient was treated with fortaz and ancef (1 gram, daily, intraperitoneally (ip)). It was reported that a later date treatment was discontinued and the patient had recovered. Additional information was requested, but is not available at this time. This is report 3 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13d25038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Same patient as complaints (B)(4).